Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (500 mg/dl). Customer stated elevated blood glucose levels may have been due to continuous glucose monitoring (cgm) sensor issues. Reportedly, blood glucose levels have stabilized and customer declined any further troubleshooting.